Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported by the patient that infusion set cannula was crimped. Infusion set was placed in abdomen. No further information was available